Manufacturer narrative:
Analysis of the cart 9733858 s7 assembled staff 220v (serial #: (B)(4)9) found that it passed the work order. Analysis of the field generator 9731203 em mobile (lot #: 0400002290) found an axiem emitter failure. The reported problem was confirmed. Emitter and axiem box reported a communication error when the field generator was connected to the axiem box. Em interface showed a fault on coil 9. Product event summary #s7 axiem box damaged product analysis #237243334: mnav findings and conclusions: reported problem was confirmed. Emitter and axiem box reported a communication error when the field generator was connected to the axiem box. Em interface shows a fault on coil 9. Mnav methodology: functional testing;visual/physical examination mnav detail: awaiting field response/info, mnav usability: false, mnav able to duplicate the issue?: yes. Mnav bai/oobf?: false. Mnav failure mode: electrical. Mnav failure mechanism: red status/no tracking. Other relevant device(s) are: product ID: 9733858, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred in servicing. It was reported that instruments could not be registered, the camera was not working. No patient present.